Event description:
Patient called in 11/02 alleging their express view meter would shut off when test strip was inserted. The issue was not resolved with troubleshooting. No adverse event reported. The meter has been replaced.